Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a "no disposable, clamp tubing" alarm sounded to a smiths medical cadd® pump. The smiths medical cadd® medication cassette reservoir was removed and reattached to the pump. However, the alarm could not be canceled. The patient went to the hospital for assistance. There were no reported adverse effects.

Manufacturer narrative:
One smiths medical cadd® medication cassette reservoir was returned for analysis in used condition without original packaging. The pump was visually inspected under normal conditions with no discrepancies found. The sample was connected and tested using a cadd legacy plus pump resulting in the height of the arch of the pump tube was within specification and no alarms were activated during the testing of the product. Relevant documents were reviewed and deemed adequate. Manufacturing process was conducted by accuracy testing of three units along with bag loading operations. A sample of 32 units were inspected prior to packaging with no discrepancies noted. Based on the evidence, the complaint could not be confirmed and no root cause could be determined.